Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was cut and capped for an unspecified reason. The lead had not been registered and was in use for approximately nine years. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited undefined high pacing impedance measurements.